Manufacturer narrative:
It was reported that the touch screen was not responding. It was later specified that this was due to a cracked touch screen. The failure occurred during treatment and the device was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-25. The ch assembly touch foil & display was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on the risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The review of the non-conformities has been performed on 2023-06-28 for the period of 2011-12-01 to 2023-05-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-12-01. Based on the results the reported failure "touch display unresponsive due to cracked screen" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the touch display was not responding and the device was exchanged while in use. No harm to any person has been reported. Complaint ID: (B)(4).